Event description:
Customer called to report the driver block was stuck and did not slide on the lead screw. The driver block would only slide when it was moved manually. It was stated that the spring clip was flush with the driver block. The lead screw was clean. Device was not dropped, bumped, or exposed to moisture.